Manufacturer narrative:
(B)(4): the customer reported that there was a speaker malfunction. No patient harm was reported. The limited available information does not indicate whether there was any loss of audible alarming or any health risk. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a speaker malfunction. No patient harm was reported.